Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced refractive surprise. At a later date the lens was exchanged for a lens of a different power which resolved the issue. Cause of the event was reported as unknown.

Manufacturer narrative:
Corrected data: b3. "05/12/2024" should be removed and "12/05/2024" should be added. H11- "manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation." Should be added. Claim# (B)(4).